Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump alarmed multiple pump error alarms immediately after battery installation and power error alarm during self test due to the lithium backup battery not properly connected to connector board. After reconnecting the internal battery connector on connector board, the insulin pump was monitored and is functioned properly. The insulin pump was received with scratched case, broken belt clip rails, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer's parent reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.